Event description:
It was reported that customer received minimum fill notification while attempting to load cartridge and that issue persisted even after reloading same cartridge. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to clean pneumatic area on pump, then was guided to properly fill and load new cartridge, and loading second cartridge resolved issue and allowed customer to resume insulin delivery.